Event description:
It was reported that the device was unable to interrogate and a "noisy telemetry" message was displayed. Once the patient was disconnected from oxygen the device appeared to interrogate. The caller called back to state that the device did not fully interrogate, however had been able to interrogate a few days prior. The device will be interrogated at the next appointment and remains in use. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).